Event description:
The customer reported via phone call indicating that the insulin pump had a scratch or crack on the screen. Customer's blood glucose was 299 mg/dl. The customer stated that she does not know how damage occurred. Customer was advised to discontinue used of the device and revert to a backup plan. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No cracks were noted on the display window. The insulin pump had minor scratches on the display window, a cacked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.